Manufacturer narrative:
The investigation determined that lower than expected, non-reproducible glucose results were obtained from two different patient samples using vitros chemistry products glu slides on a vitros 5600 system. The definitive assignable cause for this event could not be determined. Based on the information provided, it is suspected that the first 2 slides from this cartridge may have been compromised, although this cannot be confirmed. An investigation has been initiated to review the manufacturing event, and the results of the review will be sent in a supplemental report once completed. This is most likely an isolated event since no similar complaints have been identified for this lot. There was no evidence to suggest a systemic issue with the vitros glu reagent or the vitros 5600 integrated system.

Event description:
The customer observed lower than expected, non-reproducible glucose results on two different patient samples processed using vitros glu slides on a vitros 5600 integrated system. Patient 1 glu result <20 mg/dl versus an expected result of 119.7 mg/dl. Patient 2 glu result <20 mg/dl versus an expected result of 113.6 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected results were not reported outside the laboratory, and there was no allegation of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).